Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The plate inside the device was cracked - oral-b [device breakage] no longer working - oral-b [device physical property issue] smelled a bit burnt - oral-b [device issue] case narrative: male consumer via phone reported that the oral-b irrigator oxyjet, type 3724 was no longer working. The plate inside was cracked and it smelled a bit burnt. No injury was reported.

Manufacturer narrative:
12-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
The plate inside the device was cracked - oral-b [device breakage], no longer working - oral-b [device physical property issue], smelled a bit burnt - oral-b [device issue]. Case narrative: male consumer via phone reported that the oral-b irrigator oxyjet, type 3724 was no longer working. The plate inside was cracked and it smelled a bit burnt. No injury was reported. 01-jul-2024 case update: the suspect product lot was b108. No injury was reported.